Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 9x40mm precise pro rx stent system was found partially released during the preparation step. Another unknown stent was opened to successfully complete the surgery. There was no reported patient injury. A picture was received for review. The device was returned for evaluation.

Manufacturer narrative:
As reported, the stent of a 9x40mm precise pro rx stent system was found partially released during the preparation step. Another precise pro device was used to successfully complete the internal carotid artery stenting procedure. There was no reported patient injury. The temperature exposure indicator on the pouch was checked and confirmed to show a clear black dotted pattern on a grey background. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), and the device was prepped in the tray. Upon receipt, the tuohy borst (hemostasis) valve was in the open position and was closed prior to removing the device from the tray. The stent remained constrained within the outer sheath when removed. A stopcock was connected to the y-connector of the tuohy borst valve, and no difficulties were encountered while flushing either the stopcock or the sds. A picture was received for review. The device was returned for evaluation, and a separation was observed. Additional information confirmed that the separation occurred during shipping of the device. The device was returned for analysis. A non-sterile precise pro rx us carotid syst was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, the unit was received with the stent partially deployed. The valve was found open, and a separated condition was observed on the stent delivery system (sds). A kink was noted on the sds located approximately at 39.7 cm from the distal tip. The unit did not present any other damages or anomalies on the components inspected. Dimensional analysis was performed to verify the usable length of the device, in addition, the outer sheath length was measured, and dimensional analysis results were found within specification for both. Due to the separation observed on the sds, amplified images of the affected area were taken for further analysis. Elongations in the plastic material were noted, along with a stretched condition on the proximal shaft. These characteristics are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the separation was caused by excessive tensile stress applied to the proximal shaft. Functional analysis could not be performed due to the separated condition as received. However, the stent was deployed by manually operating the mechanism, and no issues were encountered during this process. The reported ¿stent delivery system (sds) deployment difficulty-premature/during prep¿ was observed as the device was received with the stent partially deployed. However, the exact cause cannot be determined. Measurements of the usable length and outer sheath length along with dimensional analysis, were found to be within specification. Unfortunately, during shipping the device separated into two pieces and functional analysis could not be performed. Therefore, a manual stent deployment test was conducted, during which the stent was deployed and expanded normally, showing no damage or anomalies. Based on the information available for review it is difficult to determine the root cause for the event, it is likely that user handling factors during preparation contributed to the issue, as no anomalies were observed on the device itself only a kink that was not reported in the event description and may have occurred during shipping. According to the instructions for use, which is not intended to mitigate risk, ¿ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.